Manufacturer narrative:
E1 (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a scope communication error e216 and noisy image during reprocessing involving an olympus colonovideoscope. There was no patient involvement reported.